Event description:
Olympus was informed that user facility personnel were performing manual cleaning of endoscopes, but not appropriately brushing or flushing the channels of the subject device, nor sufficiently rinsing following disinfection. The endoscopes said to be stored in a manner which allowed water to pool inside the device following reprocessing. To date, there have been no reports of adverse events associated with this report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus endoscope service specialist has provided in-service training regarding the appropriate reprocessing and storage of endoscopes at the user facility. A follow-up inservice training will be scheduled at the user facility at a later date. The user facility is said to be ordering additional equipment to ensure that the devices are appropriately reprocessed. The cause of the phenomenon was determined to be failure of the user facility personnel to follow the device reprocessing instructions. This report is being submitted as a medical device report in an abundance of caution.